Event description:
It was reported that the poly was damaged, and assumed manufacturing deficiency by the reporter. Surgery was completed with a second device. There was no impact to the patient. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: 42532008302, psn tib stm 5 deg sz h r, lot 67153738. The reported event was confirmed via photograph. Visual examination of the provided picture shows that the dovetail feature is compressed and flared. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Damage to the articular surface can occur if the articular surface is not correctly placed and oriented before pushing it using the inserter instrument. Detailed instructions for inserting the articular surface are provided in the personalized knee surgical technique. The root cause is attributed to use error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.